Manufacturer narrative:
RMA was issued and the device was replaced to resolve the issue. The damaged device was discarded by the site and will not be returned to the MFR.

Event description:
A site rep reported that a caster is broken on the landmarx evolution plus system. There was no pt present.